Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. Customer went to the emergency room with trace ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the hospital. The customer alleged that the pump "is not working as intended"; however, declined troubleshooting with tandem technical support and declined to provide further information; therefore, the alleged root cause could not be confirmed. Date of event is approximate.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.